Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 1627487-2021-12817. It was reported the patient underwent a lead revision surgery. Reportedly, the patient's left cervical placement lead had migrated causing the patient to have painful sensations upon movement. During the surgery, the patient's lead was pulled down into the correct position cervically. The patient was programmed postoperative and bilateral coverage was re-established.